Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the causes for the issues were unknown, but the issues were resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient reported therapy has been working fine for just over 5 years, but reported "friday night it shut itself off" which patient stated they didn't even acknowledge consciously until saturday. Patient reported friday and saturday night they were up every 60-90 minutes to pee and reported on saturday and sunday morning their external devices would not talk to their implant. Patient stated sunday afternoon patient was finally able to successfully connect with their implant and when they connected with their implant it showed therapy was still on. Patient stated they increased stimulation until they could feel stimulation again and decreased stimulation to almost where it was before ("just one notch up") and last night was fine and has been fine ever since. Patient stated they spent almost 48 hours peeing every hour, but confirmed they are doing well now and stated their symptoms have improved since they made the therapy adjustment. Agent inquired about message patient re ceived when unable to connect with implant and patient stated it was brown and said "not connected, try again, or something like that". Patient stated there were no codes on the screen at the time this occurred. Patient stated it just said communicating with device with a spinning wheel when trying to connect, then after a few minutes they got a brown box across the handset that said "device not found, try again" and that is all it said. Pt confirmed communicator was turned on and over implant at the time this occurred. Patient denied being around any significant source of electromagnetic interference. Patient stated they were at home with no change in routine. Agent recommended patient monitor and make note if this issue occurs again/if message appears in the future and call agent back at that time for further troubleshooting. Redirected to patient's managing healthcare provider to discuss symptoms.

Event description:
Additional information was received from the patient. It was reported that the patient contacted their hcp and had an upcoming appointment scheduled for (B)(6) 2024. The patient stated that the cause of the therapy shutting off by itself but when connected to implant, it showed therapy was still on was undetermined. The patient stated that the cause of not being able to connect to the implant was undetermined. It is unknown whether the issues have been resolved. It was also reported that it was unknown whether the cause was normal battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.